Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient returned to the hospital with low flow alarm as well as bleeding from their driveline revision site. The patient's hemoglobin was 10 and their international normalized ratio (inr) was 2.2. The patient returned to the operating room (or) where a small arterial bleed was found in the patient's rectus sheath. This bleed was resolved with cautery after which they received 3 units of blood. The patient was deemed stable enough for discharge on (B)(6) 2022.

Manufacturer narrative:
Section b5: the mention of the patient's "driveline revision site" was in relation to a previous surgical washout that was reported under manufacturer report number 2916596-2022-11822. The patient's driveline was not revised or moved. Manufacturer's investigation conclusion a direct correlation between the device and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 30aug2019. No further information was provided. The manufacturer is closing the file on this event.